Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped low to 46 mg/dl after changing out the cartridge. Low bgs were treated by eating carbohydrates. Troubleshooting was performed with tandem technical support, and the pump was performing as intended. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.